Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 307 (mg/dl). A manual injection was delivered to address bg levels. Reportedly, customer stated they were not receiving insulin; however, troubleshooting with tandem technical support was declined. No further information on the reported event was provided.